Manufacturer narrative:
The following medical information was provided: comorbidities: carotid disease, heart disease, hyperlipidemia, hypertension, kidney disease, neuropathy, stroke, heart attack, pacemaker medications: atorvastin 40mg, metroprolol succinate 25mg. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoprosthesis migration, endoleak, and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent endovascular aortic repair for treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2022 it was reported to gore that the patient presented with a type ia endoleak. As reported the previously implanted gore® excluder® aaa endoprosthesis trunk ipsilateral leg component had migrated 2 centimeters distally. As reported, there is currently a very short aortic neck (approximately 5mm). It was reported that the family is considering the best option for the patient (reintervention or no) given the patients age. The event is ongoing. Images were provided for consideration. The imaging evaluation performed by a clinical imaging specialist showed the following: on the (B)(6) 2022 CT, there is contrast outside of the proximal end of the device (pg. 3). This is consistent with a type ia endoleak. The proximal end of the device is ~28 mm distal to the lowest renal (pg. 4). Migration cannot be confirmed with one time-point.

Manufacturer narrative:
H6: c19: the imaging evaluation performed by a clinical imaging specialist showed the following: on the 23-sep-2022 CT, there is contrast outside of the proximal end of the device. This is consistent with a type ia endoleak. The proximal end of the device is ~28 mm distal to the lowest renal. Migration cannot be confirmed with one time-point. Engineering evaluation: the device evaluation was performed based on what was reported to gore and images, including an imaging evaluation, attached to the event as the device was not returned for analysis. The imaging evaluation showed the following: there was contrast outside of the proximal end of the device. This is consistent with a type ia endoleak. The proximal end of the device was ~28mm distal to the lowest renal. Based on the images returned and imaging evaluation, the type ia endoleak observed by the physician was confirmed. The 2cm migration of the trunk ipsilateral leg component could not be confirmed with one time-point. The likely cause for the reported type ia endoleak, and 2 cm migration could not be determined with the available information.